Event description:
It was reported that during implant no pacing was observed except in the lv connection. Pacing was observed on the leads via an analyzer. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and was found to be normal. Visual and x-ray inspection of the device header was normal. The root cause of the loss of capture could not be determined because it could not be reproduced.